Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Femoral stem was returned and evaluated against the complaint. No visual abnormalities can be observed on the device. DHR was reviewed and no discrepancies relevant to the reported event were found. The complaint was not confirmed. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported during a hip arthroplasty that the implant did not sit properly.